Manufacturer narrative:
The reported field events were confirmed. An external insulation abrasion breaching the outer insulation was noted at 21.5 cm to 22. 0 cm from the connector pin consistent with friction to device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an atrial lead exhibiting loss of capture and noise. Physician explanted and replaced the lead. Patient was in stable condition before, during, and after the procedure.